Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws properly. When it was loaded, it did not clip well (a teardrop shape.) Device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # c9dj5c. Additional information was requested and the following was obtained: "no bleeding, leaks, or tissue damage due to clip malformation. The patient is stable." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble four(4) clips were found inside clip track. However, it is known from the history of the device that bent advancer condition may lead to malformed clips. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.